Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, delivery anomaly-unexpected suspend (low sg). The customer reported blood glucose value of 325 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hyperglycemia treated with no treatment, insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: the customer drank juice to treat the low sensor glucose, which led to low sensor glucose value. The event involved product(s) mmt-7040c1. The customer was reporting a discrepancy between sensor glucose vs. Blood glucose, which was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. The customer reported high blood glucose. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. It¿s unknown whether the customer will continue using the device. Product return for mmt-7040c1 is not expected.